Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they were in a chat room called (B)(6) and another patient mentioned they turned their deep brain stimulation (dbs) system off for a surgery and when they turned the dbs back on they had symptoms similar to a clonic seizure. No cause, diagnostics/troubleshooting, actions/interventions or outcome were reported regarding this event. Additional information could not be obtained. If additional information is received, a follow up report will be sent.